Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery. The 2.0x20mm apex monorail balloon was inflated for five seconds at sixteen atmospheres and ruptured. The procedure was completed with a different device. The pt status is listed as stable with no complications reported.